Manufacturer narrative:
Record review showed nothing relative to the complaint as stated. Sample was not returned for evaluation: therefore unable to confirm complaint. Will continue to monitor for trends.

Event description:
Hospital reported weigh bag leaked from port at start of treatment. The pediatric patient was given antibiotics prophylactically. The patient did not develop peritonitis. A sample is available for evaluation.